Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that during the course of a procedure, the pt experienced unintended sensory stimulation. The case was completed with the same device without delay. There were no adverse consequences related to the event and no medical intervention required.